Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. The edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for transfemoral delivery in patients with severe symptomatic calcified native aortic valve stenosis without severe aortic insufficiency and with ejection fraction > 20% . In this case, the device was used off-label; the patient did not have calcified native aortic valve stenosis, did have severe aortic insufficiency, and had an ejection fraction of 10%. Per the instructions for use, device malposition requiring intervention and embolization are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the event was multi-factorial: the patient had no native valve calcification to anchor the valve. The coaxial alignment of the delivery system and valve, and the image intensifier angle were poor. The valve move ventricular during deployment, and then was moved aortic during deployment to compensate. The embolization was caused by the attempted placement of the second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transaortic tavr procedure the valve was initially deployed too aortic. During the procedure the valve embolized to the ventricle. The patient was on heartmate ii lvad support through the apex of the heart for an ef of 10% and as a bridge to transplant. The patient underwent sapien valve implant to treat severe ai, the patient had no calcific as. Pt was brought to hybrid suite on multiple pressors. Positioned on table for retroperitoneal access to infra-renal ao as apical and femoral access were not options. Vascular surgeon performed cutdown to ao and 24f sheath was placed via purse string sutures to the ao, no serial dilatation was performed. A 7f sheath was placed for pigtail placement via a purse string to the ao. No bav was done as it was not needed due to lack of calcium and presence of severe ai. The coplaner angle was determined but difficult to visualize due to the severe ai. Sapien valve was advanced into the ao and positioned. The lvad flow was turned down to facilitate an adequate drop in bp along with rapid pacing. The valve was deployed and moved completely into the lvot, before complete inflation the valve was pulled back into the annulus into an ao position. Final position was 90:10 ao. The superstiff wire was left in place during the echo assessment. There was mild ai, the valve did not appear to be rocking but did not look completely stable. It was decided that a second valve was required to help anchor the first. During preparation of the second valve, wire position was lost and the sapien was re-crossed and wire placed again. The second valve was advanced into the arch and attempted to be advanced within the first valve. As the second was advanced it pushed the first into the lv. The first valve was maintained on the wire and the second was positioned and deployed. Due to the severe ai present it was difficult to position and the valve was deployed with the same protocol as the first (heartmate down and rapid pacing). Immediately during deployment it was apparent that the valve was placed too low and after balloon was deflated the valve rocked with the cardiac cycle and embolized. The heartmate flow was resumed and the pt remained stable. The wire was pulled and both valves tumbled in the lv until they settled in the apex next to the lvad cannulae, one appeared to be sucked into the port but no noticeable flow changes were observed. The chest was opened, pt put on full cardiopulmonary support and ascending ao was accessed. Both valves were visualized and retrieved. The pt remained hemodynamically unstable throughout. The sheath was removed from the infrarenal ao and both rp access and chest access were closed. The pt was taken to the sicu at about 2am and expired shortly thereafter. The coaxial alignment of the delivery system and valve, and the image intensifier angle were described as poor.